Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that row d was not present and reseated all connections. The field service engineer replaced the cubby tray and identified a faulty row board cable, which was then replaced. The system was tested using the hardware test application and the dispensing application, and both tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 failed to stay closed and displayed an error indicating that the device was not detected on the bus. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.